Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the implant center due to high watt alarm and high flow. Blood tests were done and log files were sent. Pump thrombus was suspected. The patient went to catheterization lab for intraventricular lysis: 18mg. The following morning as watt and flow rose again, new intraventricular lysis 20mg and abciximab 60mg were administered. Watt and flow went down to baseline and the patient was stable in the intensive care unit (ICU). The patient received a transplant later that week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was explanted and not returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple increases in power consumption starting (B)(6) 2017; 48 high watt alarms have been logged since (B)(6) 2017. It was reported that the patient was given lysis treatment; parameters returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.